Manufacturer narrative:
Devices were not returned to manufacture.

Event description:
It was reported that allegedly one of the patient's magec rod failed to lengthen. The physician explanted the rod without incident after thirty-four (34) months of implantation.